Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing an infection. Blood cultures performed revealed a methicillin-resistant staphylococcus aureus (mrsa) bacterial infection. The infectious disease specialist physician suspects that the implanted pacemaker system; pacemaker, right ventricular and right atrial leads were complicating the course of infection or may be the cause of infection. Hence, the pacemaker system was explanted. The patient was in a stable condition.